Event description:
It was reported that the patient was experiencing some residual incontinence after initial urinary control system (aus) implant procedure. In the physician opinion, the first balloon did not generate enough pressure to adequately coapt to the urethra. The patient underwent an aus revision surgery to replace the balloon component. The physician traded the first balloon and spliced in a higher pressure balloon to the existing pump and cuff without patient complication.